Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the japanese tavi registry, approximately 1 year post transfemoral tavr procedure with a 20mm sapien 3 valve in the native aortic position, an echocardiogram revealed valve dysfunction due to aortic stenosis. The patient had no subjective symptoms and was placed under observation. Another 1 month later, the patient was found deceased by a family member. The cause of death is unknown, and no additional information is available.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event. Reports of patient death without information that reasonably suggests that the edwards device may have caused or contributed to the death are not FDA reportable. Patients undergoing thv procedures often have complex medical histories, multiple co-morbidities, and limited cardiac reserve, which can impair recovery from the procedure. After thv procedures, patients are closely monitored, which includes assessment of device implants. In this case, although stenosis was diagnosed, the patient was asymptomatic and was placed under observation without additional intervention. Despite multiple attempts to obtain further information, no new details, including the cause of death, have been received. Additionally, there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available (e.g., cause of death), it will be reviewed, and the file updated accordingly.